Manufacturer narrative:
This device was part of a clinical trial of the relay nbs pro thoracic stent-graft system in (B)(6).

Event description:
Dr. (B)(6) discovered after reviewing the subjects CT on (B)(6) 2021, a type ii endoleak and sac enlargement. The aneurysm has grown from 61mm to 63mm in diameter from the previous CT reading. Patient outcome - "pi will continue to monitor the endoleak."

Event description:
Dr. (B)(6) discovered after reviewing the subjects CT on july 19, 2021, a type ii endoleak and sac enlargement. The aneurysm has grown from 61mm to 63mm in diameter from the previous CT reading. Patient outcome - "pi will continue to monitor the endoleak."

Manufacturer narrative:
This device was part of a clinical trial of the relay nbs pro thoracic stent-graft system in japan.